Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during functional endoscopic sinus surgery, quadcut blade broke into two pieces. Procedure was completed with another quadcut blade. There was no patient impact.

Manufacturer narrative:
H3: product analysis found that visually, there were no traces of contamination found on the returned device. The device was in a broken condition when returned. There was no damage noted on the outer tube, outer, rotating, and inner hubs. However, the inner shaft was broken and measured 0.602 inches from the distal end of the inner hub to the broken point. There were traces of striations noted at the broken point of the shaft. The remaining portion (distal end) of the inner shaft was stuck inside the outer assembly. Functional testing could not be performed due to the broken state of the device. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: previosuly applied fdm-b21 fdr-c21 fdc-d16 and img g04041 codes are not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.